Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A visual inspection revealed the device was returned outside of original packaging. The t1 anchor is detached from the needle. The t2 anchor is as manufacturer intended. The suture and needle have discoloration and rust on the needle. The device appears to be used. The deployment needle is in the t1 pre-deployment position. A functional evaluation revealed the device functioned as expected. The deployment needle after first depression returned to the t2 pre-deploy position behind the t2 anchor, and a second depression deployed the t2 anchor returning the deployment needle to the t1 pre-deploy position. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4). The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A visual inspection revealed the device was returned outside of original packaging. The t1 anchor is detached from the needle. The t2 anchor is as manufacturer intended. The suture and needle have discoloration and rust on the needle. The device appears to be used. The deployment needle is in the t1 pre-deployment position. A functional evaluation revealed the device functioned as expected. The deployment needle after first depression returned to the t2 pre-deploy position behind the t2 anchor, and a second depression deployed the t2 anchor returning the deployment needle to the t1 pre-deploy position. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an arthroscopy using the fast-fix 360 curved ndl dlvry sys ei, t1 was already deployed. The procedure was completed with a 30 minutes or less delay using a back-up device. No patient injury or other complications were reported. Results of investigation have concluded that the needle have discoloration and rust and also that the device appears to be used.